Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chronic pain at implant site. The right ventricular (rv) lead exhibited intermittent undersensing and high thresholds. The implantable pulse generator (ipg) was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.